Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient received inappropriate device shocks from this implanted cardiac resynchronization therapy defibrillator (crt-d) device due to an atrial-driven rhythm. The patient indicated they were walking, began to feel weak and were shocked. The patient made it home and was shocked two more times and called emergency medical services (ems). Ems arrived and noticed a heart rhythm in ventricular tachycardia without pacing and the device delivered a fourth shock. The patient subsequently underwent an oral medication change or adjustment as well as a left heart catherization procedure. The issue was noted to be resolved without residual effects the day after the left heart catherization procedure was performed. No additional adverse patient effects were reported. The patient later died due to unrelated reasons and evidence is suggestive the device was buried with the patient.